Event description:
Customer reported that she received a no delivery alarm during prime. Customer was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. She was then instructed to remove the reservoir from the pump, disconnect and reconnect the reservoir and infusion and perform manual prime; insulin exits the tubing. Customer got frustrated since insulin was not coming out at first and then it was and she got insulin all over the table. She did not want to continue troubleshoot. Blood glucose value is 174 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.